Manufacturer narrative:
(B)(4). The tech support engineer (tse) troubleshot the issue with the customer over the phone.

Event description:
It was reported that on an 840 ventilator the 2 liquid crystal display (lcd) screens flash a lighter shade of black for a half second but then go completely dark right after. There was no patient involvement.